Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update: e1, g1, h2, h3, h4, h5, h6, h11. Corrected: b5, h6-health effect - impact code. The reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e-433 and e-486 error was caused by hvps and motherboard. It was not specified which board caused which error in the test report. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). ¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator experienced error, e-433 and e-486. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator experienced a e-184 error, e-433 error, and e-486 error. The issue was found during set up for an unspecified procedure. No harm reported.